Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient required complete system replacement. The lead was replaced for probable lead damage approximately six months after routine stimulator exchange. No patient outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.